Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the shunt vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, after the device was inserted into the patient, during the first dilation the balloon did not inflate, and the pressure did not increase. When pulled out from the patient, it was noted that the balloon ruptured. The procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 4mm proximal of the proximal markerband. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. E1: initial reporter city: (B)(6). D2b: pro code: fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
E1: initial reporter city: (B)(6). D2b: pro code: fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the shunt vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, after the device was inserted into the patient, during the first dilation the balloon did not inflate, and the pressure did not increase. When pulled out from the patient, it was noted that the balloon ruptured. The procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.